Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 05-feb-2017, UDI#: (B)(4). Initial reporter occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back surgery syndrome/spinal pain. It was reported that the patient scheduled an appointment to have a reprogram to get more stimulation in left leg. Patient stated she had not used her stimulation in quite some time. Patient would not specify when she used it last. The manufacturer's representative (rep) checked usage and time; it had not been used in the last 30 days. Patient was satisfied with reprogram and when speaking with the rep, patient stated she fell in (B)(6) 2018 and one time after that. Rep asked if there was a difference in stimulation, patient stated no. Patient was reprogrammed to get coverage in left leg. Rep did an impedance check. The contacts affected were not used in programming. Issue was resolved at the time of report. Additional information was received from the rep on 07/23. It was reported that according to nlink, the only 2 contacts that were >10 ,000 were contact 1 and 4 of 0-7 lead. No further complications were reported/anticipated. No symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who reported that the impedance issues were not known. Patient had a fall but it was unknown if that was the reason behind high impedances.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.